Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes a correction to the UDI. Corrected section: d.4: primary UDI number. Updated sections: b.4, d.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. As observed in the photo included in the complaint, the luer hub was found cracked at the thread area. There were no problems identified with the manufacturing of the device. The manufacturing team had previously examined the involved lot number and found no issues in the manufacturing process. The issue reported that the hub of the catheter was broken was confirmed during the device inspection. Hub damage during attachment/removal of hemostasis valve is a potential failure mode that can result from the handling of hemostasis valve and hub where excessive force may have been applied, causing device damage. Devices undergo 100% inspection for hub damage during hub injection molding process. Thus, it is not likely that the device left the facility in a damaged condition; intra-operative factors may have contributed to the issue reported, however, with the amount of information available, a root cause cannot be established. A review of manufacturing documentation associated with this lot (31377542) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following caution: exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b4, g3, g6. H2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of a thrombectomy procedure, the outer packaging of the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31377542) was inspected and observed to be in good condition. The physician opened the package and took the cerebase device out for inspection and observed that the luer hub of the device was broken (a photo of the complaint device was included). The cerebase device was not used in the patient. A new device was used to complete the procedure. There was no negative impact to the patient. The complaint includes two (2) photos of the device which will be reviewed by the product analysis team. On 31-mar-2025, additional information was received. Per the information, the replacement was another 90 cm cerebase straight distal access (da) guide sheath (gs9090sd). The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos that were included in the complaint. The review is documented below. [Photo review]: two photos were included in the complaint. The photos show a luer hub which can be observed broken with a missing peace, as if the hub was cracked. However, o other damages ca be observed as the rest of the device is not shown in the photos. A review of manufacturing documentation associated with this lot (31377542) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The issue reported regarding the luer hub being broken was confirmed based on the damaged condition of the luer hub observed in the photos provided. This investigation was performed based only on the photos, if the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.